Manufacturer narrative:
Additional information has been requested and if received, will be submitted on a supplemental report.

Event description:
The customer reported via the sales rep that the nail holding screw could not disengage. It is further reported that the gamma nail was inserted and when implantation was completed, the nail holding screw would not disengage. It is further reported that the gamma nail and locking screws were removed and the instruments visually inspected, and no visual defects identified. It is further reported that another instrument set was used to complete the surgery and the original gamma nail was implanted. It is further reported that the surgery was delayed by approximately 60 minutes.